Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported there were two points of insertion sites and was unsure if the cannula properly inserted. The patient's blood glucose rose to 327 mg/dl. The patient reported bleeding at the pod site when the pod was removed after between 24 an 36 hours of wear. As treatment, a new pod was applied.